Manufacturer narrative:
On (B)(6) 2020, mentor received an updated date of event for this complaint: (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the product, two (2) lines of shell wear were observed on the anterior expanding to the posterior aspect. Leak testing was performed, according to mentor procedure, and it revealed a tear on the anterior view measuring approximately less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with two unspecified mentor saline textured implants and experienced bilateral deflations and capsular contracture, baker grade unknown post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.